Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 420 mg/dl on their blood glucose meter. The consumer administered 30 units of insulin based on that result. The consumer also had a heavy lunch and a light snack at 5pm and laid down for a nap. Several hours later, the consumer experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use as instructed in our directions for use. It was also revealed that the consumer improperly stores their test strips, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The meter and unknown lot number of test strips will be returned for evaluation.